Event description:
Slept it off. Incredible pain; lady stuck the swab in and it hurt so bad. Felt like she stabbed me. She did the other side and the pain almost made me puke. The pain was probably the worst thing I have felt. The mirena being put inside me didn't even hurt that bad. It was the worst test I have ever had. FDA safety report ID# (B)(4).